Event description:
It was reported that blood and propofol leaked from the top of the unspecified bd venflon¿ pro safety shielded IV catheter during use. The following information was provided by the initial reporter: "the user reported blood and propofol leaking from the top port. On this occasion the device had to be removed and replaced."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. CAPA# 1379444 has been initiated to address the issue. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4) to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood and propofol leaked from the top of the unspecified bd venflon¿ pro safety shielded IV catheter during use. The following information was provided by the initial reporter: "the user reported blood and propofol leaking from the top port. On this occasion the device had to be removed and replaced."